Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation and atypical atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis requiring no medical or surgical intervention. Post-procedure, the patient was re-admitted to the facility for dyspnea. A sniff test and computed tomography (CT) were performed and a phrenic nerve injury was diagnosed. There were no interventions. Patient was reported to be in stable condition. Physician indicated that although phrenic nerve function is diminished, it will likely recover. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure.